Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Wwa registered nurse (rn) reported that a dialyzer blood leak occurred three minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak on the header cap of the dialyzer. The leak was visually observed. The machine did not alarm. Blood leak test strips were not used. There was no damage or defect seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient was treated with prophylactic antibiotics (vancomycin, 1-gram, intravenous, one-time dose). It was confirmed that despite the prophylactic antibiotics, there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Correction: event.

Event description:
Wwa registered nurse (rn) reported that a dialyzer blood leak occurred five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak on the header cap of the dialyzer. The leak was visually observed. The machine did not alarm. Blood leak test strips were not used. There was no damage or defect seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient was treated with prophylactic antibiotics (vancomycin, 1-gram, intravenous, one-time dose). It was confirmed that despite the prophylactic antibiotics, there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Eleven lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary non-conformance (nc) reported on one of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.